Event description:
A report was received via social media that the patient was experiencing more pain in the spine where the wires were located. It was also noted that the device was aggravating the pain in her tailbone. The patient underwent an explant procedure. No further information could be obtained.